Manufacturer narrative:
Continuation of d10: product ID: unk-nv-ped2 (unknown); implant date: n/a; explant date: n/a; product ID: nv unk flex (unknown); implant date: n/a; explant date: n/a; citation: bhatt, p., mcneil, e., wadhwa, pellegrino, a., granstein, j., taussky, p., ogilvy, c.. Modernizing dual antiplatelet therapy in flow diversion: comparative outcomes after transition to universal prasugrel. Journal of neurointerventional surgery 2026. Doi :10.1136/jnis-2025-024770 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Patient sex and age are reflective of the mean of the patient data in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding modernizing dual antiplatelet therapy in flow diversion: comparative outcomes after transition to universal prasugrel. Multiple manufacturer's devices were implanted in the study population. The following medtronic devices were used: pipeline embolization device (non-surface modified first-generation/flex, surface-modified shield). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of death were one patient died from kinking of the pipeline, which caused a left hemispheric stroke, and the other had a brainstem infarct. Among all patients adverse events / device product performance issues included: three patients treated with surface modified fd had an modified rankin scale (mrs) score of 3-5. Six aneurysms required retreatment (4 non-surface modified, 2 surface modified). In-stent stenosis was observed in seven cases (2 non-surface modified, 5 surface modified). Thromboembolic complications during the dual antiplatelet therapy (dapt) period occurred in 10 cases (one patient treated with non-surface modified and nine treated with surface modified). Hemorrhagic complications, which were classified via the bleeding academic research consortium (barc) scale, occurred in twelve cases (3 non-surface modified, 9 surface modified). Three of which were intracranial (3 surface modified) and 9 of which were extracranial (3 non-surface modified, 6 surface modified). Hemorrhagic complications included four patients experienced epistaxis (two of which were self-limiting with no follow-up, one self-limiting presented to emergency department, one approximately one episode/month throughout antiplatelet duration), one experienced menorrhagia (one episode of heavy menses), one experienced hemorrhagic conversion of middle cerebral artery (mca) stroke (iatrogenic mca stroke with hemorrhagic conversion), one experienced delayed tract hemorrhage (presented with subarachnoid hemorrhage and hydrocephalus; delayed tract hemorrhage after starting heparin drip for new-onset atrial fibrillation), one temporal intraparenchymal hemorrhage (in the setting of a gunshot wound to the head), one experienced rectal bleeding (hemorrhoids found on colonoscopy for workup), one experienced lower gi bleed (known crohn¿s disease, bloody stools common with flares, including before dapt), one experienced abnormal uterine bleeding (endometrial hyperplasia found on uterine ultrasound, referred for biopsy), and one experienced upper gi bleed (prior roux-en-y. Gastric ulcers found on endoscopy for workup). One patient treated with non-surface modified fd experienced intraoperative rupture. No further information was provided pertaining to medtronic products.